Event description:
Cidex opa solution test strips indicated a false pass when tested with known cidex opa solution with the concentration of active ingredient below the minimum effective concentration.